Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no". The patient's medical history included multigravida and parity 3. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (on (B)(6) 2004: total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2004. At the time of the report, the genital haemorrhage had resolved and the bladder disorder and urinary tract disorder outcome was unknown. The reporter considered bladder disorder, genital haemorrhage and urinary tract disorder to be related to essure (ess205). The reporter commented: discrepancy noted regarding insertion dates-?? (B)(6) 2003. Reported in pfs, (B)(6) 2015-reported in summons. Discrepancy noted in insertion date of essure: (B)(6) 2003. Discrepancy noted in removal date of essure: (B)(6) 2006. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2022: mr received. Reporter information, rcc added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no". The patient's medical history included multigravida and parity 3. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (on (B)(6) 2004: total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2004. At the time of the report, the genital haemorrhage had resolved and the bladder disorder and urinary tract disorder outcome was unknown. The reporter considered bladder disorder, genital haemorrhage and urinary tract disorder to be related to essure (ess205). The reporter commented: discrepancy noted regarding insertion dates: (B)(6) 2003- reported in pfs, (B)(6) 2015-reported in summons. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: plaintiff fact sheet received. New events added: gen. Abnormal bleed, bladder problems, urinary problems, essure confirmation test conducted: no. Event outcome was updated for the event: gen. Abnormal bleed. Essure insertion date was updated. Essure model no. Was updated to ess205. Fu 2&3 processed together. On 19-sep-2019: plaintiff fact sheet received. Reporter's information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.